Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Review of field data showed the complaint lot median patient value was within the range of other lots in the field between (B)(6) 2017 and (B)(6) 2018. No unusual reagent performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely elevated cardiac troponin-I while using architect stat troponin-I reagents. The following data was provided. The customer uses reference range 0.0 to 0.03 ng/ml. Sid (B)(6) initial 0.25 ng/ml. The patient was sent to another facility for treatment, however no treatment was received. Another specimen drawn 4 hours later at the other facility was lower (0.01 ng/ml). The architect method was also used for the lower result, however the specific product information was not provided. No impact to patient management was reported.